Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. There was no harm or injury reported. The ventilator was cycled and ventrilator operated as designed.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging a malfunction of a ventilator's touchscreen. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a malfunction of a ventilator's touchscreen. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.